Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the coil failed to detach. The target lesion was located in the moderately tortuous and mildly calcified right hypogastric artery. A 10mm x 40cm interlock¿-35 was selected for embolization. During the procedure, a 5f bern imager¿ ii catheter was advanced and the coil was deployed about 50% in place in the right hypogastric artery and everything was tacking fine. The physician wanted to pull back the coil to reposition it via tacking. It was noted that the coil was pulling back fine but all of a sudden the coil stayed in place and was not coming back into the catheter. When they looked closer, they found that the coil was still attached to the pusher wire and the coil was unwinding. The pusher wire was coming back with the coil unwinding and not actually pulling. They ended up putting a hemostat on the catheter outside of the body to clamp the coil and was able to remove and pulled everything out of the sheath. All of the coil was safely removed from the patient's body. The procedure was completed using the same sheath, renegade catheter stc, fathom wire, and two .018 interlock coil through the same access site. There were no patient complications reported and the patient's condition was fine. However, device analysis revealed that the coil was extending out the distal end of the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: a coil, a non-boston scientific catheter, a delivery wire and an introducer were returned for analysis. The visual inspection was performed and the main coil was received extending out the distal end of the catheter. The main coil was found to be stretched and jammed in the returned catheter. The delivery wire was inspected and was observed to be kinked. The introducer sheath was inspected and no damaged was noted. There was blood present on the fiber bundles. The microscopic inspection was performed. The zap tip of the main coil was inspected and no damage was noted. The interlocking arm of the delivery wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that intermittent flush was performed and a 5f bern imager catheter was used. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ the most probable root cause is considered user related. (B)(4).